Manufacturer narrative:
The device has not been returned to animas for eval. If the device is returned, an eval shall be completed and a supplemental report will be filed. No conclusions can be drawn at this time.

Event description:
The pt's mom reported that the pump's battery was hot. The pt's mom stated there was white residue on the battery and inside the battery compartment. The pump has been exposed to water in the shower. The pump was replaced. There was no reported adverse event associated with this complaint.